Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and baseline shifting resulting in an inappropriate shock. The device was then reprogrammed to from the primary to the secondary vector to mitigate further inappropriate therapy. Technical services (ts) recommended further troubleshooting to determine cause of the reported observations. Additional information was received that this device was explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and baseline shifting resulting in an inappropriate shock. The device was then reprogrammed to from the primary to the secondary vector to mitigate further inappropriate therapy. Technical services (ts) recommended further troubleshooting to determine cause of the reported observations. Additional information was received that this device was explanted and replaced. This device was subsequently returned for analysis. No additional adverse patient effects were reported.